Event description:
The reporter stated that the he has had three incidents in the past six months were he has hypoglycemia during the night and passed out. He said he awoke to paramedics treating him on a glucose of 42mg/dl. His glucose was between 200-300mg/dl on the device prior to going to bed and he took his normal meds of glucatrol and advantis. The device was replaced and requested to be returned for evaluation.